Manufacturer narrative:
Updated b5 event description updated h6 patient codes (ime/annex e). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had a third degree/complete heart block. A pacemaker was implanted and the patient was stable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure utilizing the sphere 9 catheter, the patient underwent ablation on the left atrium with box lesions which was followed by cti (cavo tricuspid isthmus) ablation on the right atrium. During the last lesion for cti ablation, an atrioventricular (av) block occurred. The procedure was aborted and the patient was under general anesthesia at the time of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the images were returned and analyzed. The reported "heart block" adverse event was observed through data analysis. In conclusion, the issue (atrioventricular (av) block) was confirmed through analysis. The catheter was not returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.